Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) therapy was turned off for patient prior to surgery. Health care professional (hcp) tried to quick start few times, however it did not work. As of this time, this device remains in service. No additional adverse patient effects were reported.